Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Suppliers (erkodent) reviewed the associated material lots and confirmed no manufacturing deviation or abnormalities. Supplier (airway management) confirmed the metal accessories lot was in compliance. Stock product reviewed: no stock product was available for review since the device was fabricated per physician's prescription only. Returned sample: it was unknown if the device was returned for investigation, the device cannot be located. Root cause: airway management confirmed the tapiii has nickel content (3-5%) and is very possible to develop an allergic reaction in people with existing sensitivity. However, the patient did not report having any known allergy in this case. Per "warnings" section from patient instruction booklet sent to the patient, it contains the following statement, "allergic reaction may be encountered in people who are sensitive to nickel or self-curing acrylic." The device's caution label states that "inspect the tap device prior to each use. If any parts of the device become loose or damage, return to your prescriber. Discontinue use if you observe material separation, material degradation, or damage parts. Discontinue use if you are experiencing nausea, vomiting, soreness or an allergic reaction." The appliance was inspected and confirmed the device has no defect or abnormalities. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso (B)(4) (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The sleep device materials (erkoloc-pro and erkodur) have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The reported device is not available for evaluation. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a burning sensation on the inside of the upper and lower lips while using the tap iii device. The device was in-use for about 2 and half months. The doctor reported that only swollenness was observed on the inside of the upper and lower lips. No treatment was provided and the patient was instructed to stop using the device. The device was also reported to unscrew by itself during use. The patient is reported to be doing well.